Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. Pump received with cracked reservoir tube lip, cracked battery tube threads, scratched lcd window, scratched reservoir tube window, stained end cap sticker and cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 265 mg/dl. Troubleshooting was not performed. The device was returned for analysis.